Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced chronic infections at implant site; subsequently the device was explanted on (B)(6) 2019 and the patient was re-implant with a new device during the same surgery.